Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the battery handpiece device had moving parts that did not move smoothly-trigger. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that during pre-surgery, it was discovered that the device had a jammed button. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.